Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was 262 mg/dl at the time of incident. The customer's mother stated that they corrected the blood glucose with manual injection. The customer's mother stated that they found air bubbles in the tubing during troubleshooting. Troubleshooting resolved air bubbles and no delivery alarm. The insulin pump will not be returned for analysis.